Event description:
It was reported that the patient had three different cassettes malfunction for non disposable and the pump will not run, when they were connected to the pump. The patient switched to a new cassette and was able to continue his infusion without a break in therapy. The reported event was resolved. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown.

Manufacturer narrative:
H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.